Manufacturer narrative:
Based on qa assessment, the product met specifications at the time of release. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported multiple patients with thinner than expected flaps. No further information available.

Manufacturer narrative:
The system was examined. The company representative was unable to find any issue related to the reported event. The system was tested and found to meet product specifications. A review of the manufacturing records in did not reveal any related non-conformity during manufacturing for this system. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4).